Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. D4: batch # u5ch69. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Device was received boxed in opened sterile packaging, with staples present, no anvil and drained battery. When test battery was installed, green checkmark was not present, confirming that the device was not fired. Attempts to fire the device throughout firing range were unsuccessful. Manually shorting the anvil detect circuit however, initiated firing indicating that the anvil detection circuit could be faulty. Upon disassembly, cracks were detected in the conductive traces of the flex circuit, which could have prevented the anvil detect circuit from functioning. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the device could not be fired although the indicator was within the green range, and the trigger could be pulled. The anvil of the device in question was placed as it is, and another device was used to complete the case. No problem was observed at the leak test. There were no adverse consequences to the patient. No further information is available.